Manufacturer narrative:
The tse reviewed the logs and no issues were noted. The reported loss of vision issue was resolved by the customer by disconnecting a electrical blanket (a 3rd-party manufacturer product) from an ac power group. A review of the site's complaint history reveals no subsequent complaints of vision issues.

Event description:
It was reported that during a da vinci-assisted non-transthoracic-transcervical esophagectomy procedure, there was a loss of vision when connecting an electrical blanket (a third-party manufacturer device). It was unclear if the device was connected to the vision side cart (vsc) video input or the same ac power group. The customer elected to converted to laparoscopic surgery prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer did not initially power cycle the system, which was recommended to upload all logs. The customer power cycled the system and found that the issue occurred when the blanket was on the same ac group as the vsc. Disconnecting the blanket cleared the vision issue but caused inverted instrument motion. No relevant errors were found in the logs. The tse advised checking the system with an endoscope and to call back if the issues persisted. The procedure was later converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the instruments were ¿mirrored." However, no clarification was provided regarding the instrument motion being inverted. It was further explained that the surgery was complex and the customer ultimately converted to the case to open surgery for unspecified reasons. It was reported that there was no injury and there was a surgical delay of less than 5 minutes.